Event description:
The customer's father reported that the customer had high blood glucose. Customer stated that the insulin pump alarmed no delivery during bolus. Troubleshooting was done. Customer blood glucose was 403.20 mg/dl. Advised customer there could be possible site related issue, possibly due to a bent cannula or site/set occlusion. Advised the customer to change the entire infusion set. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.